Manufacturer narrative:
Upon visual inspection of balloon catheter afapro28 lot # 73757, results showed the device was stuck inside the sheath. Smart chip verification indicated the catheter was used for five injections. Functional tests were not able to be performed due to the destroyed returned device. System notice #50005 indicating ¿the safety system has detected fluid in the catheter and stopped the injection¿ was received per connection to the console. The inner and our balloons were torn inside the sheath. In conclusion, the reported compatibility issue has been confirmed through testing. The balloon catheter failed the returned inspection due to double balloon breach while stuck inside the sheath. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.